Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a hemodialysis (hd) patient was in treatment mode utilizing a fresenius 2008t hemodialysis (hd) machine when they requested to be taken off the device due to not feeling well (unspecified). The nurse proceeded to rinse back the patient¿s blood to end the treatment. At this time, the nurse called for the rapid response team to assist as the patient still was not feeling well. The rapid response team was attempting to help the patient, and in the process, the patient passed away. It was reported that there were no issues or problems with the 2008t machine during the treatment. No device evaluation was requested. Additional information was obtained through follow-up with the dialysis unit manager. The patient was in the hospital intensive care unit (ICU) receiving hd treatment. The patient was at the end of the treatment on (B)(6) 2025 when they reported not feeling well. The treatment was ended, and the patient¿s blood was rinsed back. The patient subsequently passed away, but no cause of death was provided. It was not reported if the patient received any resuscitative efforts. The manager stated this patient was an ICU patient and very ill. There were no machine or treatment issues. The event was reported as per facility protocol. The machine was sequestered per protocol and has undergone all evaluation and testing with no issues found. The machine will be put back into service pending sign-off from the medical director. No further information was provided related to this adverse event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between being on hemodialysis (hd) utilizing the 2008t hd machine and the patient event of not feeling well with subsequent death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the 2008t machine. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. It was reported that this patient was very ill and admitted to the ICU of the hospital at the time of treatment. There were no reported issues with the machine and no issues found during post evaluation and testing. Although a cause of death was not provided, the patient was reportedly very ill. Although maintenance dialysis prevents death from uremia, mortality among patients with end-stage kidney disease (eskd) remains high. Among patients with eskd, cardiovascular disease accounts for approximately 50 percent of deaths. Infections are the second most common cause of death, followed by withdrawal from dialysis. Based on the available information and no allegation or evidence of a malfunction or deficiency, the fresenius 2008t hemodialysis machine can be excluded as causing the patient's death.

Event description:
It was reported that a hemodialysis (hd) patient was in treatment mode utilizing a fresenius 2008t hemodialysis (hd) machine when they requested to be taken off the device due to not feeling well (unspecified). The nurse proceeded to rinse back the patient's blood to end the treatment. At this time, the nurse called for the rapid response team to assist as the patient still was not feeling well. The rapid response team was attempting to help the patient, and in the process, the patient passed away. It was reported that there were no issues or problems with the 2008t machine during the treatment. No device evaluation was requested. Additional information was obtained through follow-up with the dialysis unit manager. The patient was in the hospital intensive care unit (ICU) receiving hd treatment. The patient was at the end of the treatment on (B)(6) 2025 when they reported not feeling well. The treatment was ended, and the patient's blood was rinsed back. The patient subsequently passed away, but no cause of death was provided. It was not reported if the patient received any resuscitative efforts. The manager stated this patient was an ICU patient and very ill. There were no machine or treatment issues. The event was reported as per facility protocol. The machine was sequestered per protocol and has undergone all evaluation and testing with no issues found. The machine will be put back into service pending sign-off from the medical director. No further information was provided related to this adverse event.